Event description:
It was reported that the right atrial (ra) lead dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Model 6935m62, implantable tachy lead, implanted (B)(6) 2013; model d204trm, implantable cardioverter defibrillator (ICD), implanted (B)(6) 2013. (B)(4).